Event description:
I fell while walking with my rollator - a walking device used to aid in walking. The right leg broke off about the wheel and caused me to fall into the driveway at (B)(6) . Injury, emergency department treatment received. Invacare rollator- tall adult model walker to be used to assist handicapped people in walking. Purchase date: (B)(6) 2014 this date is an estimate. (B)(4).